Event description:
It was reported that device kink occurred. A left atrial appendage closure (laa) procedure was being performed. During deployment and repeated recapture of the watchman flx pro closure device inside the laa, a kink was observed on the watchman fxd curve access system approximately 30cm from the tip. The device was removed and exchanged for another to complete the procedure. No patient complications occurred.